Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she was having chest pains. Dexcom technical support advised to call 911. During a follow-up call on (B)(6) 2013, patient reported that she sought medical intervention and went through a series of medical tests. At the time of her call to dexcom technical support, patient was feeling fine.